Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The motor was tested outside of the device, and it passed. No drive/motor anomaly or unexpected errors/alarms were noted during testing. The pump responded properly to button presses, and no damage was noted on the keypad traces. One of the connectors on the lcd board was locked. However, the pump had minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a motor anomaly on the insulin pump. Customer stated that they cannot activate it again after clearing the alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.